Manufacturer narrative:
Customer alleges dosing window broken off and dialed and logged doses are inaccurate. Inpen returned with missing dosing window and inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. Test cap snaps securely to the returned cartridge holder. Customer complaint of broken off and missing dosing window is confirmed. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen dose button was removed and electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. The electronic assembly was found with traces of corrosion. It was determined the pairing / no communication anomaly was caused by the ingress of fluids corroding the electronic assembly. A battery test was perform and battery at 2.8 volts. Unable to verify customer complaint of logging of inaccurate doses in the inpen commercial app due to pairing /communication anomaly.

Event description:
Information received by medtronic indicated that the insulin pen dose logged was inaccurate, dosing window was broken off. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.